Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with diaphragmatic stimulation. The right ventricular lead exhibited loss of capture and noise. The lead was explanted and replaced.